Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 568 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was admitted to the hospital. The customer stated that he had bent cannula. The customer cause of emergency room visit is diabetic ketoacidosis. The customer was wearing the insulin pump in time of hospitalization. Ater the troubleshooting was done, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to run the high pressure test.